Event description:
Additional information received indicated the noise resulting in oversensing, inappropriate mode switch, and p-wave amp variation that was observed on the right atrial (ra) lead was due to clavicular crush damage. An x-ray was performed and damage was observed at the clavicular region of the ra lead. The lead was explanted and replaced to resolve the even and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, events of noise resulting in oversensing, inappropriate mode switch, and p-wave amp variation were noted on the atrial lead. Atrial lead damage was suspected, but unconfirmed via diagnostic imaging. Abbott technical support was contacted and recommended atrial lead replacement. No intervention was performed at this time. The patient was stable and will continue to be monitored.